Event description:
FDA safety report ID# (B)(4). I got mentor smooth round high profile gel implants on (B)(6) 2012 and 5 years later, I started having left breast pain, hair falling out, brain fog, chronic fatigue, chest tightness, hives, histamine response to almost everything, muscle and tendon problems with shoulder. Small masses left and right breast. I've had so many test done, the insurance company wants to put me on disability. Muscle pain, tendon pain, low blood pressure, reynaud's disease, heart palpitations all started after implants. I will get you all medical records to prove what I am stating.